Event description:
The lay user/patient contacted lifescan in 2006 and alleged that her one touch enhanced basic meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient, after several attempts via phone to obtain further information. A letter will be sent to the address provided. The patient reported obtaining results of 339 mg/dl on the subject meter was comparing it to another meter's result of 229 mg/dl, performed within 10 minutes of each other. This comparison indicates possible inaccuracy, but does not reasonably suggest a malfunction. The patient did not receive any medical attention, during the time this comparison was performed. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl). The patient was cleaning the meter correctly and her testing technique was also good. However, it was discovered that she was not cleaning the puncture area correctly. The patient was walked through two consecutive checks strip tests, which fell outside the range. The patient had also reported that back in november, she was taken to the hospital and treated for hypoglycemia; her blood glucose level was "26". She was "out of it" and did not know what treatment she had received. She did not remember her symptoms and felt "drunk" and that her friend found her on the floor. There is no further information provided regarding the event. The patient is currently using the off-brand unichek test strips and it is unclear if she had used them during the comparison or the event. This complaint is reported, because the meter was out of specifications with the two check strips tests performed and also because the patient experienced hypoglycemia, due to basing insulin dosage on the reported meter's result. A replacement meter, control solution, and test strips were sent to the lay user/patient.